Manufacturer narrative:
(B)(4). If the product is returned, it will not be analyzed as the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient had two scs systems for cervical and thoracic therapy. It was reported the patient had an infection at the ipg site related to the cervical scs system. As a result, all patient's devices were explanted on (B)(6) 2015. Following the surgery, the patient was given oral antibiotics.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the infection resolved over time.